Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/8/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d4, d9, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one opened sample pertain to the product code vcp1358h. Upon visual inspection, no external damages were observed on the packet, and the swage and attachment area appeared as expected; the suture were examined along the strand with no anomalies or issues related to breakage noted. The suture was dispensed without problems. No functional test could be performed to the returned sample since the product is absorbable and it had been exposed to air. No patient or user-related issues were identified. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the sample was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation , it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional h3 investigational summary: the product was returned to eth for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one opened sample pertain to the product code vcp1358h. Upon visual inspection, no external damages were observed on the packet, and the swage and attachment area appeared as expected; the suture were examined along the strand with no anomalies or issues related to breakage noted. The suture was dispensed without problems. No functional test could be performed to the returned sample since the product is absorbable and it had been exposed to air. No patient or user-related issues were identified. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the sample was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation , it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional h3 investigational summary: the product was returned to eth for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one opened sample pertain to the product code vcp1358h. Upon visual inspection, no external damages were observed on the packet, and the swage and attachment area appeared as expected; the suture were examined along the strand with no anomalies or issues related to breakage noted. The suture was dispensed without problems. No functional test could be performed to the returned sample since the product is absorbable and it had been exposed to air. No patient or user-related issues were identified. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the sample was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation , it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional h3 investigational summary: the product was returned to eth for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that it was received one opened sample pertain to the product code vcp1358h. Upon visual inspection, no external damages were observed on the packet, and the swage and attachment area appeared as expected; the suture were examined along the strand with no anomalies or issues related to breakage noted. The suture was dispensed without problems. No functional test could be performed to the returned sample since the product is absorbable and it had been exposed to air. No patient or user-related issues were identified. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the sample was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation , it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information provided: attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. The correct lot number is " s25070115 ". This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date in (B)(6) 2026 a suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.